Event description:
Male patient underwent endoscopic bronchoscopy for biopsy of recurrent malignancy. Small end of pulmonary forceps remained in the patient's lung. Attempts to retrieve were unsuccessful. Patient informed and placed on antibiotics. It is anticipated patient will expectorate.